Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and could not duplicate the reported event. No issues were noted with the leg spar or the ot 1200 orthopedic surgical table. While onsite, the technician learned that during the time of the reported event, user facility personnel pressed the "horizontal movement button" which unlocked the solenoid of the table. User facility personnel did not adjust the leg spar to align the pins of the locking mechanism of the table so that they would engage and lock the leg spar into the desired position, subsequently causing the reported event. The ot 1200 orthopedic surgical table operator manual states, "following leg spar articulation, ensure spar is locked before moving the tabletop." Additionally, the operator manual states, "when securing spars, ensure rosette joints nest together properly when tightening to prevent premature wear." Steris offered in-service training on the proper use and operation of the ot 1200 orthopedic surgical table, however the user facility declined. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure the right leg spar of their ot 1200 orthopedic surgical table was not locking properly. The procedure was completed successfully. No report of injury.